Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, balloon inflation was not visible under fluoroscopy. The 75% stenotic lesion was located in the tortuous proximal left anterior descending (lad) coronary artery. Another MFR's 3.5mm x 1.5mm balloon catheter dilated the lesion at 8 atms. The 15mm x 4.0mm maverick2 monorail was inflated once to 6 atms for predilation; however, the balloon inflation was not visible under fluoroscopy. The balloon was additionally not visible under fluoroscopy during deflation or under negative pressure. The physician "felt" that the balloon was properly inflated and deflated. The procedure was successfully completed with a different device. Upon removal of the maverick2 monorail outside of the patient, balloon inflation was successful. No patient complications were reported. Patient status is reported as "good".